Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred at the site of the device. The device system was explanted and antibiotic treatment for the patient was necessary. No further patient complications have been reported as a result of this event.